Event description:
This spontaneous device case, reported by a consumer and forwarded by a lilly employee (diabetes center, solicited source), concerns a female patient, of unknown origin. The medical history of the patient included: blood hypertension, an unspecified kidney problem, edema, a tracheostomy and diabetes. The concomitant medications included: furosemide, for edema; an unspecified medication for thyroid; an unknown slow insulin and an unspecified insulin, for sugar; amlodipine besilate, rosuvastatin calcium and candesartan cilexeti, all indications for use not informed. It was stated that the patient took medications for heart, kidneys, thyroid and cholesterol. The patient received lispro insulin (humalog lispro), subcutaneously, three times per day, dose not informed, for the treatment of diabetes, beginning date not informed. The patient stated that for two years, she has been using the humapen, unknown pen body type (lot unknown) and that before that, she used a syringe to deliver the insulin. Since approximately 1999 or 2000, after beginning the treatment with lispro insulin, the patient experienced high glucose levels, loss of consciousness, mood changes, aggressiveness and did not recognize people. The events were described as follows: the patient was talking with people and suddenly they appeared, she was staring at something, she slapped with her hands when she was taken to her house, she recovered. It was stated that the patient received a soft drink and the same insulin as corrective treatment. The last crisis occurred on a date not provided, in 2008. It was informed that when she presented hyperglycemia, she injected insulin without eating anything. She also reported that physician stated the events were related to the product. The treatment with lispro insulin was continued. It was not informed who operated the device and if the operator was trained. It was unknown for how long this device model and the reported device had been used. It was not informed if the device was returned to the manufacturer. No further info was expected. Case closed. Update 07-oct-2008: additional information received on 06-oct-2008 from initial reporter was added within the initial information. Update 09-oct-2008: per internal review on 09-oct-2008. Corrected the date on the previous update statement; re-coded the concomitant medications; corrected some mistakes in the narrative. Updated narrative. Update 03-nov-2008: additional information received on 31-oct-2008 from initial reporter: indications for use of the concomitant medications (they were not linked to the medications); suspect drug indication for use; use of humapen ergo; the beginning date of the events; more details about the events; changed the outcome of the events from unknown to recovered. Updated the narrative and the corresponding fields with new information. Update 10-nov-2008: per internal review on 06-nov-2008. Corrected the device causality field, for the loss of consciousness event.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occured. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.